Manufacturer narrative:
(B)(4). The device was returned for evaluation. The reported shaft detachment could not be confirmed; however, the returned device analysis noted kinks. Additional information revealed that the correct device was returned and the reported information may have been incorrect. The reported failure to cross could not be replicated in a testing environment as it was based on operational circumstances. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances or exceptions for this lot. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that a 2.75 x 23 mm mini vision could not cross the lesion and the proximal shaft separated. It is unknown how the procedure was completed. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.